Manufacturer narrative:
A partial lead with the lead tip measuring 42.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 9.0 - 12.7cm from the distal tip. The etfe coating of the rv cable was abraded at this location. Internal insulation abrasion was found at 10.1 - 10.4cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.